Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of unsatisfactory result and capsular contracture received on january 05, 2022. Visual analysis of the returned device identified: delamination in the diaphragm valve, white particles in the surface of the shell, opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify an opening striated in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade unknown, unacceptable appearance of breasts, concern for textured implant device.

Event description:
Healthcare professional reported "patient concern with the product" against left device. The device has been explanted. Healthcare professional reported "calcification" ,"significant contracture" and "unacceptable appearance of breast".